Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the sidewall switch was adjusted and the issue resolved. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system intermittently said that the door was open when it was closed. There was no patient present when this issue was identified.